Event description:
Customer complaint - limited data. Customer stated that the decvice malfunctioned and exploded.

Event description:
Customer complaint - limited data available . Stated device exploded. Sent in photo via email. Email did not mention injury or if medical assitance sought.

Event description:
Customer complaint - limited data available stated device exploded. Sent in photo via email. Email did not mention injury or if medical assitance sought.